Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01377. It was reported that the rotation speed increased. A rotablator console was selected for use. During the procedure, it was noted that the rotation speed increased inside the body. No patient complications were reported and the patient's status was stable.